Manufacturer narrative:
The product has been returned for analysis and the evaluation is in process. When the evaluation results are available a supplemental report will be submitted.

Event description:
It was reported that while the vigilance ii unit was monitoring a patient during coronary artery bypass surgery, there was a slight stream of smoke that came out of the back vent of the monitor. There were no flames. There was no blackening of the monitor. The clinician saw the event and immediately removed the monitor from use. There are no other components involved. The incident did not affect the care of the patient. There was no patient or user harm or injury.

Manufacturer narrative:
One vigilance ii unit was received for product evaluation. The suspect unit was tested by plugging into an ac outlet and it was powered on. The system did not pass its power on self test (post). There was an error message of ¿run time¿ error that displayed. There was an odor of burning components that was observed. There is probable damage to the cco board or the power supply board. It can be concluded that the internal board component regulating the power supply failed and caused burning of a component. The failure of the component results in a ¿run time¿ error that would be apparent during setup and require the clinician to obtain a replacement unit. During the incident there was no impact to patient care or to hospital personnel. The manufacturing date of the unit is march 2005. The recommended shelf life is five years. The product exceeded the recommended shelf life. There is no evidence or indication of a manufacturing defect being responsible for the issue. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was confirmed by evaluation. The unit was taken out of service and destroyed. No further actions will be taken at this time.